Manufacturer narrative:
(B)(6). (B)(4) (medical intervention required),(stent cover damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the distal esophagus of a patient with endocarcinoma. According to the complainant, the stricture was moderately tight; however the stent was able to be successfully deployed and it was reported to be in good position. Post procedure the patient presented with dysphagia. The patient returned to the endoscopy lab where he was scoped, and at this time it was discovered that the stent had migrated into the stomach. It was reported that "a full length tear was also noted." The migrated stent was endoscopically removed from the patient. The procedure was successfully completed with a cook evolution stent. The patient was reported to be in stable condition post procedure. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on 25jun2010: although the patient's anatomy was not tortuous, it was reported that the patient's anatomy was not dilated prior to stent placement. Additionally, the reported "full length tear" was noticed in the covering of the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the distal esophagus of a patient with endocarcinoma. According to the complainant, the stricture was moderately tight; however the stent was able to be successfully deployed and it was reported to be in good position. Post procedure the patient presented with dysphagia. The patient returned to the endoscopy lab where he was scoped, and at this time it was discovered that the stent had migrated into the stomach. It was reported that "a full length tear was also noted". The migrated stent was endoscopically removed from the patient. The procedure was successfully completed with a cook evolution stent. The patient was reported to be in stable condition post procedure. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the stent to be fully expanded, however it was noted that the polyurethane (pu) cover was discolored and torn longitudinally. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication as stent migration is listed as a post stent placement complication in the directions for use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.